Event description:
It was reported that the patient presented in the operating room for an unrelated procedure. The old capped right ventricular lead was noted to be fractured. The lead remained capped and implanted. The patient was stable after the procedure.

Manufacturer narrative:
Upon review, the right ventricular lead should not have been submitted as medical device report as the event did not indicate a malfunction; did not cause a serious adverse event and is not likely to cause serious injury upon recurrence. The event date was also corrected to (B)(6) 2017 from (B)(6) 2017, which was reported incorrectly earlier.

Event description:
New information available on 6/2/72017 reveals that, the right ventricular lead had no malfunction and did not cause or contribute to a serious injury.

Manufacturer narrative:
This supplemental report is to correct the previously reported event information from follow-up number 1 indicating the right ventricular lead had no malfunction. Please retract 2017865-2017-05677, follow-up number 1; it was incorrectly reported. The correct event information was filed on 6/27/2017, ¿it was reported that the patient presented in the operating room for an unrelated procedure. The old capped right ventricular lead was noted to be fractured. The lead remained capped and implanted. The patient was stable after the procedure.¿